Manufacturer narrative:
Based on the info provided the following situation most likely occurred. The sling hook was not properly placed all the way on the hanger hook. Pressure was applied and since the belt wasn't properly seated it slid off.

Event description:
Cna was in the process of transferring a resident using a medcare 600lb lift n' weigh and hammock sling. Half way through the transfer a sling loop came off the hanger hook and the resident fell out of the sling. The sling in use was evaluated and then set to laundry by the hospital staff, the resident bumped her head and had a small laceration. The resident did not require hospitalization.